Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer stated the he missed an antibody on the cap survey using biotestcell 1&2 on the tango optimo. The cap survey was the (B)(4), sample # (B)(4). The missed antibody was an anti-jkb. The customer stated that the tango optimo reported this antibody screen as negative whereas the cap survey said that there should have been at least a 2+ reaction in strength. A field service did not reveal any indications for an instrument malfunction. The customer was neither able to send us the patient sample nor the allegedly defective product. Therefore our quality control laboratory is using their retained sample of biotestcell-1,2 for re-testing. This testing is still ongoing. We will send our final report on this incident as soon as we receive the test results from our quality control laboratory.

Event description:
The customer stated the he missed an antibody on the cap survey using biotestcell 1&2 on the tango optimo. (B)(4). The missed antibody was an anti-jkb. The customer stated that the tango optimo reported this antibody screen as negative whereas the cap survey said that there should have been at least a 2+ reaction in strength. Customer had returned neither the cap survey sample nor the supposedly defective product. At the time the complaint was filed, the allegedly defective lot of biotestcell 1&2 had already expired. Therefore a testing was not possible anymore. But our quality control laboratory had also participated in the cap survey testing. We had tested cap survey sample (B)(4) and yielded positive results with biotestcell pool lot 8139011 and lot 8135011 and biotestcell 3 lot 8139011. A field service did not reveal any indications for an instrument malfunction. Testing by our quality control laboratory confirmed the allegedly lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A CAPA has been initiated to intensify the efforts for a possible improvement of antibody screening and identification testing on tango.

Manufacturer narrative:
This is our final report on this incident.